Event description:
It was reported that upon interrogation, noise was identified on the right ventricular (rv) lead. The rv lead integrity warning had also triggered for oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.